Event description:
Original brush heads no longer fit on toothbrush¿brush heads are loose¿slide down during use [device connection issue]. Case narrative: consumer email stated that the original brush heads no longer fit on toothbrush. The brush heads are loose and they slide down during use. No injury was reported. Follow up: concomitant product updated. Follow-up: (product investigation results): an investigation was performed for the oral-b toothbrush (suspected) and oral-b refills (concomitant). The oral-b toothbrush had the appearance of a breakage; the surface was brittle and sharp-edged. The cause of failure was consumer related. The oral-b refills were all originally packed (still sealed) in blisters and could be reliably attached to a sample handle. No technical failure was found for the refills. No manufacturing cause or design issue was identified based on the investigation. No serious injury was reported.

Manufacturer narrative:
23-oct-2025: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Original brush heads no longer fit on toothbrush¿brush heads are loose¿slide down during use [device connection issue]. Case narrative: consumer email stated that the original brush heads no longer fit on toothbrush. The brush heads are loose and they slide down during use. No injury was reported.

Event description:
Original brush heads no longer fit on toothbrush¿brush heads are loose¿slide down during use [device connection issue] case narrative: consumer email stated that the original brush heads no longer fit on toothbrush. The brush heads are loose and they slide down during use. No injury was reported. Follow up: concomitant product updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.